Event description:
It was reported that a pta balloon burst after being inflated above rbp within a fistula. The balloon catheter was then difficult to retract through the introducer sheath; therefore, the catheter and the sheath were removed together as a single unit. No pt injury was reported.

Manufacturer narrative:
The device history records have been reviewed for lot number (B)(4) and this lot met all release criteria. A mfg review was conducted and there was nothing found to indicate there was a mfg-related cause for this event. This is the only complaint reported to date for this lot number. The device was returned and evaluated. The investigation is confirmed for a circumferential balloon rupture. The investigation is inconclusive for retraction problems, as the sheath used during the event was not returned for eval. Additionally, only a portion of the balloon catheter was returned; therefore, functional testing could not be performed. Per the complaint comments, it was noted that the balloon was over pressurized to an unk pressure. Over pressurization of the balloon most likely caused the circumferential balloon rupture. It is also possible that the circumferential rupture contributed to the reported retraction problems; however, the definitive root cause for the reported retraction issues could not be determined. The current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the pta catheter through a smaller size sheath introducer than indicated on the label. If resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the rival pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath.